Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had been experiencing a lot of high blood glucose with their insulin pump. The customer stated that the insulin pump was not working and resulted in high blood glucose. The customer reported they had visited the emergency room on (B)(6) 2017 at 11:30 pm due to high blood glucose. Their blood glucose level at the time of the incident was 627 mg/dl. Their blood glucose was lowered and they were sent home with a back-up insulin pump. The customer was not wearing the insulin pump at the time of hospitalization. They were off the insulin pump for less than 48 hours prior to the hospitalization. Due to the request of the doctor and customer the device will be replaced and returned for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08695 inches. Unit received with minor scratched display window, case and keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.